Event description:
The customer states that an architect stat troponin-I result of 1.1 ng/ml was generated on a patient. The physician was informed and the patient was hospitalized and given an angiogram. At the hospital, the patient generated a troponin result of <0.01 ng/ml. The customer repeated the original sample and the architect stat troponin-I result was <0.01 ng/ml. The customer stated that the physician confirmed that the angiogram was performed based on both the patient's clinical picture and elevated troponin-I result.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: erratic toponin results. In response to this issue an investigation was conducted that consisted of a review of the complaint text, the instrument logs, the instrument history, and the architect system labeling. Review of the complaint text indicates the architect i2000sr generated an erratic troponin result for one patient in 2008. The customer returned system logs did not show the date of the incident. However, the result log did show results that were seen on another assay result. Without the instrument logs from the date of the incident, it cannot be determined what caused the high troponin result. A review of the complaint history for architect isystem over the period of time of sep 19, 2007 through nov 19, 2008 was performed. The review did not find other complaints related to this issue. A review of the complaint trending reports for the period of aug 1, 2007 through sep 30, - 2008, did not identify any adverse trends related to this issue. The architect system operations manual, section 7, operational precautions and limitations, limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Additionally, section 10, troubleshooting and diagnostics, observed problems, erratic results (I system) lists the probable causes and corrective actions for erroneous results. In the clinical chemistry stat troponin-I reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. This is the final report.